Event description:
It was reported that during a follow up in clinic, right ventricle (rv) noise resulting in oversensing and inappropriate automatic mode switch (ams) were noted on the rv lead. Provocative testing was performed and the noise was able to be reproduced. Abbott technical support was contacted and the device was reprogrammed. The patient was in stable condition.